Event description:
It was reported that during a laparoscopic hysterectomy procedure the blade broke in pieces. Tip did not fall into patient, since the breaking happened during cleaning. Case completed with another blade. No patient consequence.